Event description:
Account states on november 23, 1998, at approximately 7:30 am, the rt clinician was in the unit and smelled something. He found that the connection between the heated wire circuit and the pigtail connector was smoking and hot. All components were pulled from service. There was no pt injury.